Event description:
Baxter IV pump under infusing fentanyl drip. From last scanned bag there should be approximately 52ml left once medication was stopped and discontinued. Upon wasting, 90ml were found and wasted.